Manufacturer narrative:
Of the 54 allegations of a malfunction, 151 pumps were returned to animas and investigated. Of the investigated pumps, 28 were found to be malfunctioning due to cracked battery compartments. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 54</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-82 years of age and between 24 and 233 pounds. Of the reported patients, 23 were male, 31 were female, and 0 were unknown.